Event description:
It was reported that insert-side connection of the distal tip came off. No negative impact in state of health reported. The detached part did not fall into the patient.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).